Event description:
It was reported "patient must wiggle and play with the charging cord and get everything lined up perfectly for the pump to register that it has been plugged in." There was no reported impact to the customers blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.